Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va35mgj); product type: 0200-lead; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they don't feel any different than before they had the device implanted. Patient clarified they were not getting a 50% reduction in symptoms. Patient stated if they were sitting down and get up to walk across the room their bladder just lets go and they have no control. Patient reported they were going through 10-12 pads a day. Patient initially stated they have not changed programs, but then stated when they talked to representative (rep) they were on a program and stated "they took me off that" (patient not clear what they were referring to by this). Patient confirmed no rep awareness of issue. Patient then stated for maybe 3-4 weeks everything seemed to be doing ok. Reviewed therapy overview/expectations and offered to assist patient with making therapy adjustments on the call. Patient declined stating they have already tried increasing stimulation and stated they have gone all the way up from 1.0 to 1.7 and they still don't have any results. Patient also reported "when I first do that, the device implanted in my back gets very warm". Patient reported they thought they were gong to get an infection because the device was getting warm. Patient also reported when they were sleeping at night if they turn a certain way they almost feel like the wire that is supposed to be attached to the nerve by the bladder will give them a jolt. Patient denied any recent trauma to implant site or falls. Patient inquired why they have not had 50% better results. Patient reported they feel it has almost gotten worse, and stated they were up every 2-3 hours all night. Patient provided event date as since date of implant. Reviewed role of patient services. The patient was redirected to their healthcare provider to further address the issue.